Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2018-03375. It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, one of the patient's leads was explanted and replaced and the other lead was repositioned. Surgical intervention resolved the patient's issue. It is unknown which lead was fractured, therefore all possible leads are being reported.